Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. Next course of action is currently unknown.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Ased on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6)2023. Fsca number is pending.

Event description:
It was reported the patient cannot exit MRI mode. Next course of action is undetermined at this time. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.

Manufacturer narrative:
It was reported to abbott, a patient could not communicate with their ipg. They had an MRI recently and afterwards the patient was unable to disable MRI mode. The rep was unable to connect after several attempts via phone. The patient was scheduled for in person troubleshooting. However, the patient never met with the rep and the last call made to the patient went unanswered. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of explant is estimated.

Event description:
Additional information was obtained, revealing that the patient had their system explanted.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.